Event description:
The complainant reported that following the case start process, an automated impella controller (aic) repeatedly displayed a purge failure alarm. The aic was swapped and pump implant was successful. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. Data logs were reviewed finding the console then displayed 'purge disc not detected ¿ alarm,' event # 402, likely because the disc was not inserted, which caused the purge pressure transducer click signal to go undetected for more than 10 seconds, resulting in event # 402." After observing the alarm, the user likely inserted the disc and initiated the 'case start' wizard. At step 2, the disc and the cassette were removed, most likely to reinitiate the 'case start' wizard without the cassette and disc being inserted in the first place. The ¿case start¿ wizard was initiated again, the same cassette (s/n (B)(6) was inserted, and the disc insertion was detected successfully. After the pump (s/n: (B)(6) was connected, the console displayed ¿purge flow increased ¿ alarm,¿ event # 415, because the purge flow had increased by more than 2.5 ml/hr. Event # 415 is an advisory alarm (just a notification; no action is required per the design). All the above purge-related alarms were most likely misreported as ¿repeated - purge failure.¿ the pump and the cassette were then moved to the second console (ic10795) on january 22, 2025, and support was continued for two days. On december 16, 2024 (before the complaint date), the user operated the console with the demo pump. During the initial run, the log recorded a couple of heartbeat checks and a "watchdog: partial reset," which resulted in 4-in-1 reset. After the 4-in-1 reset, there was a core dump of ossiopsens.core, indicating an optical bench communication issue. Again, there were heartbeat checks and a "watchdog: partial reset," resulting in 4-in-1 reset. After the reset, due to the persistent issue, the log recorded a "watchdog: full reset," and the console shut down unexpectedly and rebooted. Following the reboot, there was a core dump log (ossiopsens.core), and the console then displayed ¿unexpected controller shutdown ¿ alarm,¿ event # 603, which is unrelated to the reported failure mode. This console was returned for evaluation. The console detects the cassette and disc insertion as intended. The purge pressure accuracy was within specification. Additionally, there was no physical damage found on the retainer or the flag. There was no console hardware issue related to the reported failure mode. The unexpected controller shutdown could not be reproduced either (unreported and unrelated to the reported failure mode). The front panel optical connector was found to be contaminated, and the debris could not be removed upon cleaning (this is unrelated to the reported failure mode). The root cause of the repeated purge failure was most likely user issue. The root cause of the intermittent unexpected controller shutdown could not be determined due to the inability to reproduce the issue.